Event description:
Caller (cardiologist) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 3.1, 2.2, lab: 1.98. Caller also reported imprecision with between two inratio meters for one other pt. (Meter serial numbers not provided) results as follows: date: (B)(6) 2012, inratio: 1.6, 3.1. Time between testing on (B)(6) 2012: not provided. Pts¿ therapeutic range: not provided.

Manufacturer narrative:
Investigation pending.